Event description:
Event description guidant received information that during an implant procedure the suture sleeve on this lead may have migrated to the distal portion of the lead and was covering the cathode. The suture sleeve was not near the pocket and a shadow was noted at the distal end under fluoroscopy. The pacing and sensing measurements were within normal limits.